Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for longer than 48 hours. The patient's blood glucose rose up to 15 mmol/l (270 mg/dl). There was reportedly swelling, redness, and swelling at the pod site (arm). The patient visited the emergency room on (B)(6) 2021 for treatment. The patient was treated with 6 doses of cefazolin cefazolin intravenously and was prescribed cefadroxil 500 mg twice a day.